Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4). The device history record (DHR) of the lot# 17059042m was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: carto 3 system, model #: m-4800-01, serial#: (B)(4); stockert 70 system, model #: m-5463-01, serial#: (B)(4); coolflow pump, model #: m-5491-02, serial#: (B)(4). (B)(4).

Event description:
It was reported that a patient, underwent a procedure with a smart touch bidirectional catheter and suffered a retroperitoneal bleeding which was confirmed by CT scan. The patient¿s medical history is unknown. The patient had abdominal pain and dropped in hemoglobin after the premature ventricular contraction (pvc) left side procedure. It is unknown whether surgical/medical intervention or prolong hospitalization were required. The physician¿s opinion regarding the cause of this adverse event is that this is due to arterial access. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.